Manufacturer narrative:
The pump was received with a blank display after pressing any buttons due to a problem isolated to the lcd board. We were unable to perform the operating currents, self-test, a21 error or displacement tests or verify the missing segment/partial display, button/key pad anomaly due to the blank display. No damage/unlocked lcd keypad connector during visual inspection was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen did not work sometimes, it goes blank screen. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated insulin pump had no delivery alarm and insulin was exited. Customer stated they had to press button repeatedly to get something out of the screen and there was a delay in response and sometimes it just suddenly goes blank and they will had to change the battery to fix it. The insulin pump will not be returned for analysis.